Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that one of cadd legacy pumps, had two cadd cassettes in a row that have alarmed steady beeping no disposable and replacement pump requested. Also one cassette is not working on all pumps. Pumps were replaced. No patient injury was reported.